Event description:
A peritoneal dialysis (pd) nurse reported to (B)(6) that this patient on pd therapy was hospitalized with fluid retention. In additional follow-up, the pd nurse stated that the patient filled with 2200ml of pd solution on (B)(6) 2025 but could not drain during pd treatment with the (B)(6) cycler. As a result, the patient discontinued treatment on the cycler and attempted to drain manually from the pd catheter (not a (B)(6) product) but was unsuccessful. Subsequently, on (B)(6) 2025, the patient was seen in the outpatient pd clinic. The nurse stated the patient had report of abdominal discomfort due to retaining 2200ml of pd solution in the abdomen. At the clinic, the patient was still not able to drain manually from the pd catheter. The patient was referred to the emergency room (ER) for evaluation of the pd catheter. The nurse confirmed the patient did not have peritonitis or fluid volume overload. The nurse indicated that the patient had a CT scan which didn¿t reveal an issue with the pd catheter. The patient received 2 hemodialysis treatments in the hospital (details unknown) and was discharged on (B)(6) 2025. The nurse stated the patient will be following up with pd catheter surgeon and in the interim will reattempt pd treatment with the same cycler. The nurse stated the drain issues are believed to stem from issues with the pd catheter as the patient could not drain manually. The nurse reported that the event was not due to a performance issue with the (B)(6) cycler. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).